Event description:
It was reported that after a therapeutic endoscopic retrograde cholangiopancreatography that was completed using the subject device, the distal cap was noted to be missing from the endoscope. The patient was resedated, and the cap was retrieved. The patient was under general anesthesia for both procedures, which took 3 hours and 18 minutes. There were no reports of patient harm. This report is related to the following linked patient identifier: (B)(4).